Manufacturer narrative:
(B)(4). It was reported that mesh were implanted on (B)(6) 2013 and on (B)(6) 2011 due to stress urinary incontinence. Outcomes attributed to device; pain, extrusion, infection, recurrence, dyspareunia, urinary/bowel/neuromuscular problems. It was reported that on (B)(6) 2013 patient underwent revision of sacral colpopexy mesh, halban culdoplasty, urethrolysis, repeat tvt sling, and trigger point injections of the levator ani muscles. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2011 and (B)(6) 2013 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedures on (B)(6) 2013 and mesh was implanted concurrently with revision of sacral colpopexy mesh, halban culdoplasty, urethralysis, repeat sling, and trigger point injections of the levator ani muscles due to sui. It was reported that patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, recurrence, dyspareunia, urinary/bowel/neuromuscular problems. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.